Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received in with a cracked display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was not functioning and her doctor has programmed the device, but she still needed injections to keep her blood glucose down. Then the caller stated that the customer was hospitalized with diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer was in the hospital for four days and was treated with an insulin drip and manual injections. During the call, it was found that the customer took off the insulin pump at home when she was changing the infusion set, but she did not finish and went to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.